Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced chest burning and was hospitalized due to blood glucose (bg) level of 580 mg/dl. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, the customer alleged that the pump was not functioning properly. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Additionally, an occlusion alarm had occurred. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.